Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an irrigation failure occurred and the anterior chamber could not be maintained during the phacoemulsification phase of a cataract procedure. The procedure was completed without product replacement. There was no harm to the patient. The sample is available. No additional information is expected.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. The manufacturer internal reference number is: (B)(4).